Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was unknown. It was reported that, pump had compromised force sensor system and insulin squirt out during manual prime. The drive support cap is normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device motor error during the basic occlusion test due to loose rive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised forced sensor system , software error detected alarms due to motor error alarm. However, device passed rewind test and displacement test.